Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart mrx had an error message "device error, service needed" after two days. A self-test was then performed and the message went away. There was no patient involvement.